Manufacturer narrative:
The insulin pump passed all functional tests including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No missing address/serial number label noted. Device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer stated that she was trying to deliver a bolus to treat. Customer was experiencing high blood glucose of 420 mg/dl. The customer was advised to disconnect at the quick release and perform fixed prime; insulin did not exit and the insulin pump alarmed no delivery. Customer was instructed to remove the reservoir, disconnect and reconnect the reservoir and infusion set and perform manual prime; insulin does not exit and there is greater than normal resistance with plunger push. The customer changed the infusion set and was able to get insulin to exit the tubing. While trying to get the serial number on the insulin pump, the customer stated that she could not see anything on the back of the device. The insulin pump was replaced due to the missing label.